Event description:
It was reported that following the implantation of an elevate posterior, the patient experienced burning pain across her pelvis, dyspareunia, urinary tract infections and severe nerve damage. It was reported that the patient is going to have spinal cord therapy for her nerve damage. It was also noted that the patient had problems emptying her bowels and bladder, cannot sit down for more than "15 minutes at a time", cannot drive, has problems sleeping due to the pain, emotional distress, and that the device was "curled over" her rectum. She has been diagnosed with pudendal nerve compression together with post-surgery neuralgia. If additional information is received, a follow up report will be sent.